Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation but provided x ray shows a deployed stent without visible deformation. Scaling information is not part of the image so that a length measurement is not possible. Due to poor resolution single struts are not visible so that a strut pattern evaluation for elongation is not possible which leads to inconclusive result for stent elongation. In this case the lesion was predilated but more detailed information was not provided. The stent length after deployment was estimated by comparison against a 40mm shorter pta balloon but the real length of the pta balloon was not known. Based on the available information and the provided x ray image, the investigation is closed with inconclusive result for stent elongation. A definite root cause of the reported incident cannot be identified. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit. Regarding accessories, the instructions for use states the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion. The packaging pictograms indicate an introducer size of 6f and a 0.035 guide wire. With regards to general directions, the instructions for use states pre dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician. Holding and handling of the system throughout deployment was found described. The instructions for use further states that the stent experiences minimal length changes during deployment and the average length change at recommended oversizing is < 10%. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure utilizing the e luminexx stent system. Following deployment, post dilation with an 80 mm balloon revealed a length discrepancy exceeding 40 mm between the deployed stent and the balloon. The stent demonstrated no evidence of elongation or deformation, raising concern that the actual stent length may have exceeded the labeled dimensions. As the stent had already been deployed, it remained in situ. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure utilizing the e luminexx stent system. Following deployment, post dilation with an 80 mm balloon revealed a length discrepancy exceeding 40 mm between the deployed stent and the balloon. The stent demonstrated no evidence of elongation or deformation, raising concern that the actual stent length may have exceeded the labeled dimensions. As the stent had already been deployed, it remained in situ. There was no reported patient injury.